Manufacturer narrative:
The reported run on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger sleeve was interfering with trigger action. Debris was also found in the trigger shaft, which can contribute to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.